Manufacturer narrative:
Evaluation summary: engineering was unable to perform an evaluation of the device because the stent remains in the patient and the stent delivery system (sds) was not returned. Factors that can contribute to stent entanglement with a previously deployed stent are, but not limited to, manufacturing (stent crimped distal of the marker bands), stent loosened during preparation, or advancing the sds further than planned. During manufacturing all sds systems are 100% visually inspected online for stent damage, stent placement, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. The reported information suggests that this incident is procedural related. No manufacturing quality deficiencies were observed. The sds was used in the iliac artery. Per the instructions for use, the omnilink biliary sds is intended for palliation of malignant strictures in the biliary tree. The lot history record for this device was not reviewed, the on line test data for stent retention could also not be reviewed, and a similar incident query was not performed because the product was not returned for analysis, and both the part and lot numbers were not reported.

Event description:
Device malfunction: entanglement. Time of malfunction: during procedure. Symptoms/ae: intervention. It was reported that during the procedure in the iliac artery, the omnilink stent delivery system became caught on a strut of a previously placed omnilink stent during advancement. Rather than trying to disengage the device, the stent was deployed, significantly overlapping the previously placed omnilink. The stent was post-dilated with a fox balloon successfully. A small portion of the stent was outside the target lesion. There was no adverse patient effects and though requested, no additional information was provided.